Event description:
Determined to be reportable based on analysis completed in 2008. It was reported that during a coronary artery drug eluting stenting treatment procedure, there was difficulty crossing the lesion. The lesion was tortuous and was located in the left anterior descending artery. The lesion was predilated with a 4.0 maverick to 10 or 12 atmospheres. A non bsc guide catheter was used. The physician used a 3.50 x 32 mm taxus express2 drug eluting stent, and tried to cross the lesion 2 or 3 times, but was unable to cross the lesion. The device was removed and the shaft was bent at the portion before the stent. There were no patient complications or injuries reported. The procedure was completed with another taxus express2 8.8pct. The patient status is fine. However, device analysis indicates stent damage.

Manufacturer narrative:
A visual and microscopic examination found that the distal edge of the stent was damaged. The struts on rows one to three from the distal stent edge were flared distally. The midshaft was kinked along its entire length. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles, that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized product mandrel (0.015 inch) was inserted through the lumen with no restrictions noted. Solidified contrast media was present within the entire length of the inflation lumen, therefore, indicating the device had been prepped for use. No additional product analysis or external evaluations were performed. A review of the manufacturing documentation for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is considered operational context due to anatomical/procedural factors encountered during the procedure performance of the device was limited.